Event description:
The pt said that she suspended the pump but that the pump continued to dispense insulin causing her blood glucose levels to drop. She says that the most recent occurrence was on august 22 when she suspended her pump and her blood glucose level dropped to 30 mg/dl. She says she could hear the insulin still being delivered from the pump at the time she had low blood glucose levels so she disconnected the infusion set from her body and saw that insulin continued to flow out of the end of the tubing. She also looked at her pump display to check that the pump was in suspend mode and confirmed that it was in suspend mode at the time she disconnected the infusion set from her body. Review of the pump history reveals that the pump was not suspended on the day she allegedly suspended the pump. The pt said she treated the low blood glucose levels with carbohydrates.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. There is no evidence of a pump malfunction beyond the pt allegation; however, the pump history does not confirm the pt's allegation. Therefore, no conclusions can be made at this time.